Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging a cgm (076) issue. It was reported that the sensor wire was broken and was detached from the pod. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove a detached sensor wire from the insertion site.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/14/2017 with the following findings: evaluation revealed visual inspection found that the sensor wire was missing from the sensor pod. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.